Event description:
During re-treatment with an alternate bulking material, the doctor observed exposed material from previous implant. The re-treatment was completed and no further complications were reported.